Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system had problems with extrusion and infusion and the system locked during a retinal procedure. The surgeon completed the surgery manually with no reported patient harm.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and found several system messages in the event log: system inlet pressure is low. Raise inlet pressure to 90-120 psi before continuing; infusion pressure too high. Infusion in 30 mmhg backup mode. Irrigation and extraction are disabled; low infusion pressure. Please check connections. Select 30 mmhg backup, or ignore low pressure condition. Backup mode will not allow extraction; infusion lpas pressure is low. Infusion pressure loss is possible; infusion/irrigation source is empty: please press [change] and replace the bottle; tubing calibration offset error. Intraocular pressure (iop) compensation functions will be disabled. Please position the infusion cannula at the height of the center of the cassette and re-prime; 3471 noisy calibration readings. Iop control functions will be disabled. Please check infusion cannula type and re-prime; and priming of the aspiration probe was unsuccessful. Please attempt to re-prime the probe. The company service representative replaced the fluidics module. The system was then tested and met all product specifications. The operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. When using the system in a pressurized infusion/irrigation mode, or with iop control feature enabled, users need to take precautions to not use bss irrigating solution or other infusion/irrigation mediums from pliable, collapsible containers (i.e. Bags). The system, when used in these pressurized modes, forces pressure into the infusion/irrigation container in order to force the solution out of the container and into the cassette. The pressure employed by the system may cause some infusion/irrigation bags to rupture and cause disruption of the surgical procedures. Only approved glass containers and bags should be used with the system when employing modalities of pressurized infusion/irrigation. The system was examined and the reported event was not replicated. However, the fluidics modules was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 2, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).